Event description:
This incident occurred while a home hemodialysis (hhd) patient started to dialyse himself at home and was communicated to nipro (B)(6) by our distributor . The following information was primarily collected by (hd manager): on (B)(6) 2011 around 17:30, our technical service department received a phone call from a patient's wife. F.s was a patient following the hhd program assigned to general hospital in (B)(6) for the last 6 months and was based in (B)(6). Patient's wife phoned our technical service, and spoke with (technical service technician on charge), requiring information to process for hhd machine disconnection (code dbb05c, sn (B)(4), version 2.0). She mentioned that her husband was just after having a problem with the vascular access puncture, had some blood loss and fainted being discharged to a hospital by ambulance. Our technician reports that during the conversation with her, it was not necessary to abort the treatment in the machine by pressing the "dis­connect" key. This situation could indicate that the patient had not started treatment "per se" or he was on the initial connection phase. About 6:10p.m., our specialist nurse called the hhd nurse on duty at the general hospital ((B)(6) to inform them about the call that was received ts early on and being interested in patient's outcome. Later on (about 19h), hospital on duty nurse from this hospital returned the call back , indicating that the patient died but she couldn't give more details at that time as it did not happened in this center. On (B)(6) 2011, (medical affairs renal) head of nephrology at general hospital at (B)(6) in order to obtain more details of the event, but this hospital was not involved during it and he was also trying to get information through third parties. Additional information; the event description indicates there was a problem with the vascular access puncture, the patient had some blood loss and fainted being discharged to a hospital by ambulance.?do you have any information on who the manufacturer is for the needle being used by the patient? This ancillary is provided by the hospital: the information we have is that the manufacturer is nipro (biohole) do you have any additional information regarding the cause of death? Yesterday the distributor transferred the equipment and ancillaries to their facilities. The information obtained from the family indicates the patient was not still connected to the machine when the patient had some blood loss and fainted. Initial historical report shows that the start-up test was ended but neither the entering the treatment data step ("treat. Data" key wasn't pressed) nor the hemodialysis process had started ("connect" key wasn't pressed). There was observed presence of residual blood at the site where hemodialysis treatment was usually performed.

Manufacturer narrative:
Device not returned.